Event description:
During an embolization procedure of the left (mca) middle cerebral artery aneurysm, a couple micrus coils (6mm x 5mm x 7mm were) successful implanted assisted with a hyperform balloon, but during delivery of the third micrus coil, the physician felt resistance and repositioned the microcatheter prowler 14. Then, the intracranial pressure increase and angiogram showed severe extravasation of the vessel. To the treat the extravasation, nine non-cordis coils were placed, but the patient (ic) intracranial pressure did not change, and additional angiograms were taking. The angiogram showed no flow through the treated or distal to the area, and it was thought that there was thrombus at the site. An enterprise (unknown catalog and lot) was inserted and flow was restored at the implant site, but the distal flow was completely shut down. Additional angiograms showed that there was no thrombus in the area that the stent was implanted. The patient was taking back to recovery, and expired two days later. It was unknown which device caused the extravasation of the target site. The microcatheter was not re-shaped, and a constant and dedicated saline source was utilized at all times during the procedure.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 2 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.